Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A home patient (hp)' nurse contacted baxter's technical service center regarding the hp having repeated issues with the transfer set. The hp had reportedly noticed leakage on the transfer set around the thread of the transfer set, and an exchange of transfer set was necessary. The above mentioned issue occurred circa 4-5 weeks after installation of transfer set. There was no patient injury reported. Information on batch of the transfer set was not available.

Event description:
Boston scientific received information that this patient had an increase in right atrial (ra) pacing thresholds measurements. Fluoroscopy indicated the ra lead had pulled back. The lead attempted to be extracted, but was fibrosed to the distal coil of the patient's right ventricular (rv) defibrillation lead. The rv lead had pulled back and was partially in the tricuspid valve. The ra and rv lead were successfully extracted. A new rv lead was successfully placed. The ra lead was implanted and during testing, it was noticed that the rv lead had an additional amount of slack in it. Fluoroscopy was turned on and the rv lead jumped forward and was at the edge of the cardiac silhouette. There was speculation that the lead may have perforated. It was reported that simultaneously the patient's blood pressure increased and the EKG rhythm changed. The helix was retracted and the lead was repositioned. The patient went into cardiac tamponade and a code was called. The patient subsequently had an impella pump and a balloon pump implanted. One day later, tachycardia therapy was turned off and the physician ordered a do not resuscitate (dnr). The patient later died and brady therapy was turned off post- mortem. The device planned to be buried with the patient.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.